Event description:
Clinical narrative (updated): an impella¿5.5 device was inserted via the right axillary artery in a 64-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. During support, the patient developed bleeding from the access site, for which cardiothoracic surgery placed an additional suture and applied a sandbag. The patient received three units of packed red blood cells, with improvement in oozing noted by the bedside registered nurse. The patient subsequently developed a gastrointestinal (gi) bleed, which later resolved. The managing physician weaned the patient from impella support and attempted bedside removal of the impella¿5.5 in the cardiovascular ICU. During removal from the tunnel site, resistance was encountered with approximately 30¿cm of the device remaining intravascular. A chest x-ray was obtained, and per the physician, the device appeared kinked near the innominate/axillary bifurcation. A second removal attempt was performed at the bedside with additional traction, and the device was successfully removed. The patient remained hemodynamically stable during and after removal. A large clot was noted in the inlet window upon explant. The patient had been off heparin for multiple days per nursing report due to the gi bleed. The patient survived to explant. The reported major bleed requiring blood transfusion and surgical intervention is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The reported gi bleed may be related to the patient¿s underlying critical condition, with systemic anticoagulation as a potential contributing factor. The reported thrombosis may be associated with patient-specific factors related to increased clotting risk in the setting of acute myocardial infarction, cardiogenic shock, interruption of anticoagulation, and critical illness.

Manufacturer narrative:
B5 clinical narrative updated and b1 product problem was updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the major bleeds at access site and gi was not determined due to insufficient clinical details and no product return. The cause of the cannula kink product damage was not determined due to insufficient clinical details and no product return. The cause of the thrombosis was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 64-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. During support, the patient developed bleeding from the access site, for which cardiothoracic surgery placed an additional suture and a sandbag was applied. The patient received 3 units of prbcs, with improvement in oozing noted by the bedside rn. The patient subsequently developed a gastrointestinal (gi) bleed and remained on support. The reported major bleed requiring blood transfusion and surgical intervention is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The reported gi bleed is more plausibly related to the patient¿s underlying critical condition, but the procedural and systemic anticoagulation necessary for impella support could be a contributing factor.

Manufacturer narrative:
B5 additional information updated and h6 codes updated.

Event description:
Additional information received: the device appeared to be kinked around the innominate and axillary artery bifurcation. Upon removal, a large clot was observed in the inlet window of the device.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
B5 additional information received.

Event description:
Additional information: it was reported that the patient remains on the device, and the site has been instructed to retain the device upon explant. The patient's gastrointestinal (gi) bleed has resolved.